Event description:
It was reported that the cardiosave hyrid intra-aortic balloon pump (iabp) had fiber optic auto sense fail. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields b4. G1. G3. G-. H2. H6. H11. Corrected fields h6 investigation findings; investigation conclusion.

Event description:
N/a.